Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the surgery in (B)(6) 2015 was to just change the pump out. The pump was getting close to end of battery life. There was never an issue with this pump and the pump was never loose.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain and failed back surgery syndrome. The patient reported that the pump came loose and was floating around. The event date was noted as 2015. The patient reported having surgery in (B)(6) 2015 to replace the pump. Follow-up has been conducted for the cause of the pump being loose and floating around. If additional information is received, a follow-up report will be sent.